Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the tampon fell apart upon removal leaving pieces behind. She went to the doctor and was diagnosed twice with bacterial vaginitis, abscess, groin pain, wound, bartholin cyst and was prescribed metronidazole, sulfamethoxazole-trimethoprim, rest regularly, and sitz baths.